Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d170907-1). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.2 ua) met acceptance criteria (< 55 ua). Strips were manufactured on 09/07/2017 and were expired in 09/2019. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190819-1) and control solutions (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), and results (level low: 51/53; level high: 247/252) met the acceptance criteria (level low: 35~85 ; level high: 220~330). Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 11:45am at work. Caller stated the end-user got a reading of 160mg/dl while at work. He tested again and received a result of 191mg/dl. A normal result for that time of day is usually around 120mg/dl. The caller stated that the end-user was cold sweaty shaking and his vision was blurry. Caller stated that she then picked him up from work and took him to (B)(6) hospital located at (B)(6). Upon arriving the end-users blood glucose was 61mg/dl. Caller stated that the end-user was given apple juice a vanilla milkshake and a big mac. Caller stated that no other treatment was given to raise the-users blood glucose. Caller stated that the end-user's vitals were normal. 2 weeks prior the end-users doctor raised his toujeo insulin from 20 units to 25 units due to his a1c being over 9. The end-user was using expired test strips, caller was educated to discard any test strips that are expired. The end-user was still currently in the hospital at the time of the call. No additional information was provided.